Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced a mesh erosion in vagina, on both sides of urethra. On (B)(6) 2016, it was found that a vaginal mucosa tissue cover the mesh. The parts of mesh erosion were removed on (B)(6) 2017. Additional information has been requested.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.